Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of a cracked endotracheal tube. The tube was exchanged by thoracic tube. Medtronic is attempting to gather more information regarding the circumstances of the event.